Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding"), menstruation irregular ("irregular period") and menorrhagia ("menorrhagia") in a (B)(6) year-old female patient who had essure (batch no. 798912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 1995, (B)(6) 1999, (B)(6) 2005), unwanted pregnancy, (B)(6), cyst in 1995 and salpingectomy (for abnormal left fallopian tube and cyst) in 1995. Previously administered products included for an unreported indication: valtrex. Concurrent conditions included dizziness, lightheadedness, menometrorrhagia and body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage, menstruation irregular (seriousness criteria medically significant and intervention required), and abdominal distension ("bloating"). The patient was treated with anovlar (microgestin), anovlar (loestrin), surgery (underwent unilateral salpingectomy ¿ laparoscopic right). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, menorrhagia, fatigue, migraine, headache, abdominal pain, alopecia, weight increased and vaginal haemorrhage had resolved and the abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: left tubal occlusion from previous surgery (B)(6) 2011, hysterosalpingogram showed normal uterus and right fallopian tube. Occlusion of the distal half of the left fallopian tube secondary to prior surgery. (B)(6) 2011 hysterosalpingogram showed essure device placement on the right, which is functional with no spillage of contrast. Some contrast enters the left fallopian tube, but there is no spillage of contrast. (B)(6) 2013, pelvic ultrasound showed anterior subserosal fibroid, ovarian follicle, ovarian cyst, normal endometrial complex. (B)(6) 2014, pelvic ultrasound showed uterus/lining wnl, confirmed blood flow to both ovaries (B)(6) 2014, surgical pathology report showed right fallopian tube, ligation segment of fallopian tube, no pathologic change, left fallopian tube stump, excision, segment of fallopian tube; lumen identified centrally, with mucosal fibrosis and remote hemorrhage, endometrium, curettage ¿ secretory pattern endometrium with features suggestive of benign polyp fragments; negative for hyperplasia, atypia, or endometriosis . Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs and medical record received. Events- "abnormal bleeding (vaginal, menorrhagia), fatigue, abdominal pain, migraines, headaches, hair loss, weight gain were added from pfs". Event start date added, lot number,historical condition, family history, aka name, reporters added and outcome of the events added. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a right salpingectomy and hysteroscopy approximately 3 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent contraception. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing bloating, severe pelvic pain, irregular periods and abnormal bleeding. On (B)(6) 2014, she underwent a right salpingectomy and hysteroscopy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a right salpingectomy and hysteroscopy approximately 3 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.